Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 years after the device implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18437620.

Event description:
It was reported that the patient experienced pain at the pocket site and was having undesired stimulation with postural changes. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were kept by the facility and were not returned.